Event description:
It was reported that the torque wrench held the blocker during insertion, but when the blocker was being tightened that the front end of the torque wrench broke.

Manufacturer narrative:
Method: device history review;results: because no device was received, testing and inspection could not be performed to aid in root cause analysis.conclusion: no device has been returned as a result, the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that the torque wrench held the blocker during insertion, but when the blocker was being tightened that the front end of the torque wrench broke.